Event description:
According to the publication, experience of hero dialysis graft placement in a challenging population, a total of 11 patients underwent 12 hero graft implants. All of the patients had cvod to varying extents, including subclavian vein stenosis or occlusion, innominate vein stenosis and superior vena cava stenosis. All of these patients had multiple vascular accesses (catheters and av fistulasd or grafts) placed prior to the hero, with a minimum of 2 and a maximum of >14. Only 3 patients had a history of bacteremia, leading to removal of their access prior to hero placement. Reasons for reintervention or failure (n=11): thrombosis (total of 5 events, number of failed grafts 4), local infection (total of 3 events, number of failed grafts 3), pseudoaneurysm (total of 2 events), seroma (total of 1 event), hematoma (total of 1 event) and nonhealing incision (total of 1 event). Associated with the local infection the paper added the following information "grafts removed due to abcess formation over graft." This medwatch is being submitted for pseudoaneurysm.

Manufacturer narrative:
According to the publication, "experience of hero dialysis graft placement in a challenging population," a total of 11 patients underwent 12 hero graft implants. All of the patients had cardiovascular occlusive disease (cvod) to varying extents, including subclavian vein stenosis or occlusion, innominate vein stenosis and superior vena cava stenosis. All of these patients had multiple vascular accesses (catheters and arteriovenous [av] fistulas or grafts) placed prior to the hero, with a minimum of 2 and a maximum of >14. Only 3 patients had a history of bacteremia, leading to removal of their access prior to hero placement. Reasons for re-intervention or failure (n=11): thrombosis (total of 5 events, number of failed grafts 4), local infection (total of 3 events, number of failed grafts 3), pseudoaneurysm (total of 2 events), bacteremia (total of 2 events), seroma (total of 1 event), hematoma (total of 1 event) and nonhealing incision (total of 1 event). Associated with the local infection the paper added the following information "grafts removed due to abscess formation over graft." This medwatch represents 1 pseudoaneurysm. Both hero 1001 and hero 1002 were investigated as it could not be determined which component, if either contributed to the reported event. Additional information was provided from the surgeon and it was determined that this event represents patient 5 in the study. Patient 5 was a female who had a hero graft (lot numbers unknown) implanted on (B)(6) 2010 and explanted on (B)(6) 2011 due to a local infection. The infection was identified on (B)(6) 2011 and the patient was cannulated during the infection. Blood culture results no growth; however, wound culture results light growth gram negative bacilli. The surgeon also reported complication with pseudoaneurysm. The pseudoaneurysm was identified on (B)(6) 2010 and the hero was cannulated during. A hematoma was also identified on (B)(6) 2010 and the hero was cannulated during hematoma. The hematoma was located on the left shoulder, overlying connection point between graft and catheter. The patient also had a non-healing incision which occurred on (B)(6) 2011. It was on the left shoulder, overlying connection point between the graft and the catheter. The patient passed away on (B)(6) 2012. Each event which occurred in patient 5 is submitted in a separate medwatch. This medwatch represents the pseudoaneurysm which was identified on (B)(6) 2010. The IFU also lists pseudoaneurysm and seromas as potential vascular graft and catheter complications. Seven pseudoaneurysm cases were reported in 3 patients. At the time of pseudoaneurysm identification, grafts were cannulated. As stated in the IFU, rotation of cannulation sites is needed to avoid pseudoaneurysm formation. Details of dialysis sessions were unknown and compliance with rotation cannot be confirmed. The root cause for the reported event is unknown; however, all complications noted in the complaint are known potential complication of the hero graft. The IFU lists the following potential complications with the use of the hero graft: seroma, infection, vascular graft revision/replacement, partial stenosis or full occlusion of prosthesis or vasculature, pseudoaneurysm, hematoma, and abnormal healing. The hero graft is unlikely to be the direct source of the infection as the product undergoes a validated terminal sterilization process. There is no indication that an error or deficiency occurred at cryolife and the IFU adequately communicates risk.

Event description:
According to the publication, experience of hero dialysis graft placement in a challenging population, a total of 11 patients underwent 12 hero graft implants. All of the patients had cvod to varying extents, including subclavian vein stenosis or occlusion, innominate vein stenosis and superior vena cava stenosis. All of these patients had multiple vascular accesses (catheters and av fistulasd or grafts) placed prior to the hero, with a minimum of 2 and a maximum of >14. Only 3 patients had a history of bacteremia, leading to removal of their access prior to hero placement. Reasons for reintervention or failure (n=11): thrombosis (total of 5 events, number of failed grafts 4), local infection (total of 3 events, number of failed grafts 3), pseudoaneurysm (total of 2 events), seroma (total of 1 event), hematoma (total of 1 event) and nonhealing incision (total of 1 event). Associated with the local infection the paper added the following information "grafts removed due to abcess formation over graft." This medwatch is being submitted for pseudoaneurysm.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.